Event description:
It was reported that the customer experienced recurring occlusion alarms. The customer has troubleshot and changed out supplies multiple times; however, alarms continued and cause could not be determined. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.